Manufacturer narrative:
The service technician examined the cot and did not find any failures; product was performing to specification.

Event description:
It was reported in a service report that a cot dropped. No adverse consequence alleged.